Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse adjusted the secondary probe rinse block and flushed the lines on the secondary probe rinse block to resolve the leak. Incidental to the leak, the fse discovered the laser inoperable and proceeded to replace the laser. The fse aligned the flow cell and performed volume, conductivity, and light scatter (vcs) calibration as the customer previously had difficulties getting latron scatter within range. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the leak can be attributed to a misadjusted or clogged secondary probe rinse block. (B)(4).

Event description:
The customer reported a leak from the secondary probe rinse block during the backwash cycle involving the lh 500 hematology analyzer. The customer did not provide the volume of the leak but the indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and glasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer also reported installing a new lyse container but neglected to update reagent information in the workstation causing the instrument to generate a lyse failure message on startup. The customer scanned the new reagent information from the container to resolve the issue.